Manufacturer narrative:
Our field service engineer (fse) checked the ventilator and could not reproduce the reported error. The ventilator passed all functional and safety tests per factory specifications, and was then returned to the customer as cleared for clinical use. The problem could not be confirmed in the received device logs. Evaluation of the logs showed successful pre-use checks tests completed a day before, and a day after, the reported event. There are no technical error codes, and the logs that showed patient related alarms during ventilation, did not cover the date of event. The reported low tidal volume, as a result, cannot be confirmed from this investigation and evaluation.

Event description:
It was reported that the ventilator displayed a tidal volume low message when it was connected to a patient. There was no patient harm reported. (B)(4).